Manufacturer narrative:
Investigation summary: analysis of production records showed that the atrial lead was released following all applicable procedures. Review of available data confirmed the reported electrical issues on the atrial lead, with low bipolar impedance measurements since at least (B)(6) 2023. Moreover, the episodes recorded in the defibrillator memory revealed momentary absence of the egm signal on the atrial lead as well as atrial intermittent capture. Those findings are suggestive of a damage of the outer insulation. The suspected damage of the atrial lead could be (but not necessarily is) the consequence of subclavian lead crush. To support the diagnosis of the latter, an x-ray focusing on the lead passage at the subclavian level could be useful. However, as the lead remains implanted and hence not available for expertise, no conclusive statement on the root cause can be drawn.

Event description:
Reportedly, atrial lead has intermittent capture and under-sensing, and low impedance measurements, below 200 ohms.